Event description:
Complaint description: two days following a procedure for cauterization of arterial venus malformations, a pt returned to the surgery center with a complaint of abdominal pain. During an examination, it was discovered that the pt had sustained a perforation of the cecum. The pt was taken to surgery for repair of the perforation.